Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: customer experienced issues with resistance when trying get air in and out. Customer had issues drawing up vaccine, the plunger would not stay in place, like there was some kind of blockage.

Manufacturer narrative:
Investigation summary: eleven samples with no packaging blister packs received by our quality team for investigation. Upon visual inspection, no defects or issues observed. The needles have no damage, bevels were good, etch was good. No defective grind, no hooks were observed. Additionally, each sample was connected to a syringe with saline solution. Six samples expelled the solution with normal flow, five needles appeared to be clogged. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause of the incident dull blunt needle related to our manufacturing process at this time. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.